Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse repaired an acid and base leak. The cse recalibrated reagent probe 1 and reagent probe 2. The cause of the discordant, falsely elevated vitamin d result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d result was obtained on one patient sample on an advia centaur xp instrument. The sample was flagged by the system's delta check as it did not match results previously obtained on samples from the patient. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was then repeated in triplicate on the same instrument, resulting lower and matching the result of the previous repeat. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d result.